Event description:
Supplemental correction report being submitted on 08-jan-2025 to update lot number details as per the additional information received on 08-dec-2024.

Manufacturer narrative:
PMA/510(k)#: k210476. Supplemental correction report being submitted on 08-jan-2025 to update lot number details as per the additional information received on 08-dec-2024.

Manufacturer narrative:
PMA/510 k#: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Procore 19 failure - the wire broke in half while trying to pull out of biopsy channel. Kub to verify no metal was left inside the body. The following information has been received via email on 05dec2024. 1. What was the date of the occurrence? On (B)(6) 2024. 2. Will the facility be reporting this to a government agency (FDA, competent authority, etc.) Yes 3. Lot: g53585 4. Is the device available for return? Yes 5. Please describe the failure: the wire broke in half while trying to pull out of biopsy channel. 6. Did the product regarding this complaint come in contact with the patient? Yes 7. Can you provide any patient information (age, weight, gender, preexisting conditions)? 61 yof, hld, rectal mass, 56.4kg. 8. What type of procedure was being performed? Rectal eus 9. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? Proximal end. 10. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? Unsure. 11. If the device is a procore needle, is the device damage located at the notch / core trap? Notch. A. If no, please specify where the damage is located: 12. Was gaining access to the target site difficult? No 13. Was the device used in a tortuous position? No 14. Was puncture of the target site difficult? No 15. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Retum. 16. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc.n/a 17. Please describe the size of the intended target site.8.1cm 18. Was the device damaged in packaging prior to removal? No 19. Was the device damaged on removal from packaging? No 20. Was force required to remove the device? No 21. What intervention (if any) was required? Wire removed from biopsy channel and kub received. 22. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? No 23. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No a. If yes, please specify what was observed and where on the device it was observed. 24. What is the scope manufacturer and model number that was used? Olympus 25. Was resistance felt while inserting the device through the scope? Yes, on the second pass. 26. Was the scope recently serviced / repaired? No 27. When was the issued with the product noted? A. On advancement of the sheath/needle b. On needle retraction 28. Was the syringe used during the procedure, after the stylet was removed? Yes 29. Was difficulty experienced while retracting the needle? Yes 30. Was it possible to fully retract the needle into the sheath before removing the device from the patient? No 31. Was the endoscope in a flexed or twisted position at any time during the procedure? No 32. Was the stylet partially removed when advancing the needle into the target site? No 33. How many samples were obtained (passes completed) with this needle? 1 pass 34. Did any section of the device detach inside the patient? Inside scope a. If yes, please specify: 35. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 36. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 37. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No 38. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Na 39. Did any unintended section of the device remain inside the patient¿s body? A. If yes, please describe. No 40. Was the patient hospitalized or was there prolonged hospitalization? No 41. Did the patient require any additional procedures due to this occurrence? A. Did the product cause or contribute to the need for additional procedures? I. If yes, please specify additional procedures and provide details. Kub to verify no metal was left inside the body. 42. Has the complainant reported any adverse effects on the patient due to this occurrence? No a. Has the complainant reported that the product caused or contributed to the adverse effects? I. Please specify adverse effects and provide details. 43. If not with the device in question, how was the procedure performed and/or finished? Md stated he retrieved enough specimen on first pass.